Manufacturer narrative:
Further information are requested, but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
A venous probe issue of the cardiohelp was reported. No patient involvement, user received a shock without harm, was reported. Complaint number: (B)(4).

Manufacturer narrative:
It was reported that the venous probe cable (short version, article#70104.8804) cable was frayed and did not work. It was also reported that the user received a shock from the venous probe. No harm was reported. A getinge service technician (fst) was sent for investigation and repair on 2021-06-14. He could confirmed that the venous probe cable was damaged and would not teach. In addition the fst could confirm that the short cable was concerned (device manufactured on 2017). The cable was replaced and the venous probe was retaught. The device was put back in use according to factory¿s specifications. The venous probe and the cable is not available for further investigtion. In order to address the reported failure frayed cable a CAPA was initiated and the following root causes were identified: the venous probe cable is too short. The diameter of the cable is too high, which decreased the flexibility. The coating contains polyvinylchloride, which gets brittle when additives like plasticizers and stabilizers are vaporized. Sunlight and aggressive cleaners increase the aging. As a corrective action a new venous probe cable (article #70107.2695) was implemented which is longer and has a smaller diameter. The coating contains polyurethane, which is weatherproof in all climatic zones and the risk for being brittle is low. According to service bulletin issue 91 / 21-02-18, the old cable is no longer available. The logfiles analysis was performed by life-cycle-engeneering on 2021-06-29. No malfunction of the device could be detected. Furthermore, the logfiles shows that the cardiohelp was not running on battery at the time of the repoted event. Thus, the cardiohelp had to have a connection to earth at the time of the event. A most possible cause could be a break in the internal wires. In addition in the instruction for use (chapter 5.3 connection the sensors) is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm of an electrical shock. Based on this the reported failure "cable was frayed and did not work" could be confirmed. The reported "electric shock" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).